Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The tip attached to the distal end of the cutting knife was found to be fractured. Part of the tip and part of the electrode were charred and partially melted. The tip that detached from the cutting knife was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is considered that the fractured tip were caused by the following factors: 1. Electrode melted due to electrical discharge and the melted electrode adhered to the tip. Electrical discharge between the part adhered to the melted electrode and the electrode occurred during output activation and the electrical breakdown occurred. 2. Thermal shock due to sudden temperature change of the tip a likely mechanism causing the tip detachment might be the following: 1. Due to the factor described below, electrical discharge between the tissue and the electrode occurred during output activation. ·the high-frequency output was set too high ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. 2. High heat might have been locally applied to the electrodes and tip. The tip melted and cracks developed. The fixing strength of the adhesive securing the tip decreased. 3. A force to perform tissue incision was applied to the cracked area, causing the tip to crack and detach. However, the exact cause of the electrical discharge could not be identified. Therefore, the root cause of the reported event could not be determined. Regarding the detachment of the tip, the following countermeasures are considered effective: 1. Reduce the power of the electrosurgical unit to prevent an increase in temperature at the tip. 2. When it is difficult to incise, please avoid applying excessive force by pulling the mucosa with the electrode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.

Event description:
It was reported that during an endoscopic submucosal dissection (esd) procedure, the tip of this single use electrosurgical knife was chipped. It was thought that it fell inside the patient's body. The chipped tip was successfully recovered. The procedure was then completed with a similar device. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.